Event description:
Device stopped working. Case was delayed over 30 minutes because the account did not have a sterile back up handpiece. No adverse consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation but not yet returned. A follow-up report will be submitted upon completion.